Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).

Event description:
It was reported that a spectrum iq pump had a patient npo (nothing by mouth) with cont ivf ordered by a day shift nurse spiked and hung a new bag around 4pm. The night shift nurse noticed awhile after the start of shift that the IV fluids bag was still full, but the IV pump read remaining volume & nbsp; for infusing was about an hour left. IV pump was changed/swapped. The event happened during patient infusion at the surgical oncology department (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.